Event description:
Reporter called lifescan in 10/04 alleging high readings on pt's meter one touch ultra meter. Medical affairs spoke to the reporter on 4th day and obtained the following info: in 2004 at 11:00pm prior to going to bed the pt tested their blood glucose and received a 348 mg/dl and did not experience any symptoms at the time of testing. Pt took 25 u of 70/30 (sliding scale) and went to bed. At 2:30am pt was shaky and sweaty and fell unconscious. Their family member tested their blood glucose and received an 81 mg/dl and contacted the paramedics. Prior to the paramedic's arrival, pt's family member treated them with a "shot." Paramedics arrived 10 minutes later and tested the pt and received a 31 mg/dl and treated them with IV glucose. The paramedics were with the pt for 45 minutes and advised their family member to make them a sandwhich. Prior to the paramedics leaving their blood glucose was around "200mg/dl" on the paramedic's meter. Around 2:30pm the following day the pt tested their blood glucose and received a 125 mg/dl. They took a bite from a sweet roll and went to the bathroom. Their family member heard a noise and found pt on the bathroom floor. Pt was conscious and pt family member contacted the paramedics. Paramedics arrived within 10 minutes and tested the pt's blood glucose and received a 41 mg/dl on their meter. Pt was treated with IV glucose and was taken to the hospital, because the pt was not feeling well. Pt was in the ER till midnight and was admitted in the hospital until 2 days later. Reporter does not recall if a blood glucose reading was taken in the ER, or the diagnosis in the hospital. Pt's diabetes regimen was not changed in the hosp. Customer service sent the pt a replacement meter.